Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
(B)(6) 2015-pfs and medical records received. Pfs and medical records reviewed for reportability. Pfs reported difficulty with activities of daily living, emotional distress, consequences related to metal ion exposure, pain, painful itchy rash, dislocations, hip fracture, confined to wheelchair, loss of independence and homebound. Medical records and revision surgical report noted popping, instability, several episodes of subluxation, and deficient abductors.

Manufacturer narrative:
On 11/20/15-pfs and medical records received. Pfs and medical records reviewed for reportability. Pfs reported difficulty with activities of daily living, emotional distress, consequences related to metal ion exposure, pain, painful itchy rash, dislocations, hip fracture, confined to wheelchair, loss of independence and homebound. Medical records and revision surgical report noted popping, instability, several episodes of subluxation, and deficient abductors. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the femoral head and one other against the liner. Review of the liner device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated.